Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was found unconscious at home due to an unknown cause. The events leading up to the event were reported as unknown. The patient was hypoxic on pulse oximetry, and no diagnostic testing was performed. Care was withdrawn, and the patient passed away. The outcome was not considered to be device related, and the device operated as expected.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. It was communicated that hm3 lvas, serial number (B)(6), will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including neurological events (not stroke related) and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, "patient care and management" lists neurological events as potential late postimplant complications. This section (under "ongoing patient assessment and care"), also includes a list of heartmate 3 patient assessments, including assessment of the patient's level of consciousness. No further information was provided. The manufacturer is closing the file on this event.